Manufacturer narrative:
Updated field: b4, d8, d9, e1 (event site telephone & email), g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field: h8 (usage of device). A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were unable to reproduce the failure. The unit passed all functional and safety tests and was returned to customer.

Event description:
N/a.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) fiber optic is not functioning.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.